Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result with the cobas® sars-cov-2 & influenza a/b test (scfa) for use on the cobas® liat® system. The initial patient sample was tested with the cobas® liat® system sn (B)(4) and generated sars-cov-2 positive flu a negative, flu b negative. Per the policy the same sample was repeated with the cobas® liat® system sn (B)(4) and the result was negative for all 3 targets. Due to the test results discrepancy the same sample was repeated again with genexpert cepheid system and the result was sars-cov-2 positive flu a negative, flu b negative. The test result from the genexpert cepheid was reported to the patient. No harm is alleged to date. Investigation is ongoing.

Manufacturer narrative:
The timestamps in the data indicated that the negative liat® result was generated first. However, the customer confirmed that the positive run was processed first. This discrepancy may be due to one of the liat® analyzers being set to the wrong time. Testing was performed on (B)(6) 2021 with the same sample collection. The liat® runs were processed with tube lot 10512x. Further investigation of the reagent indicated a weak target amplification, and late CT in the initial run consistent with sample near the limit of detection (lod). Low titer samples that are near the lod may not generate consistent results upon repeat testing. No product problem related to the customer allegation was observed. (B)(4).

Manufacturer narrative:
(B)(4).